Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
It was reported that the central line got infected leading to bacterial endocarditis, renal failure and septicemia caused by staphylococcus aureus. Line was removed and the tip sent for culture.